Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site exposing the receiver/stimulator unit. The implanted device remains.

Manufacturer narrative:
Correction: the patient identifier is (B)(6); not 602122900 as previously reported. Correction: the model number is ci422, not ci24re (ca) as previously reported. Per the clinic, on (B)(6) 2015, the patient was administered general anesthesia to facilitate reinsertion of the electrode. The implanted device remains. This report is filed february 13. 2015. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.